Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: (B)(4). Investigation is ongoing. Reference article: jelisejevas, j., husain, a., dundas, j., chiang, b., akodad, m., zaky, f., ... & webb, j. G. (2024). Transcatheter mitral valve-in-valve replacement in the presence of pannus: a word of caution. Cardiovascular interventions. H3 other text : device not available for return.

Event description:
As reported from canada by an edwards lifesciences affiliate and through the article "transcatheter mitral valve-in-valve replacement in the presence of pannus", during implant of a 26mm sapien 3 ultra valve in a surgical valve by transseptal approach, the valve deployed in a more ventricular position than desired. This appeared to be the consequence of the implant being displaced by the inflow pannus, possibly in combination with the valve being mounted slightly off-center of the commander delivery system balloon, resulting in a "melon-seeding" effect. After deployment, there was mild paravalvular leak (pvl) between the sapien 3 ultra valve and the surgical valve. A second 26mm sapien 3 ultra valve was implanted successfully in a more atrial position to secure the first sapien 3 ultra valve. Post-dilation with a non-ew was done, and the mild pvl was resolved. The patient was discharged the following day post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected codes h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was reviewed and the following was observed: valve not aligned between markers and deployed, resulting in an incomplete thv deployment. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve being deployed while not in between the markers was confirmed through evaluation of provided imagery. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers, which ultimately led to incomplete thv deployment. As such, available information suggests that use error (not following instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.